Event description:
It was reported that during preparation of a steerable guide catheter (sgc), while flushing the dilator, a hole in the clear plastic part of the dilator and a leak was observed. Therefore, the sgc was not used and was replaced. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.